Event description:
In 2009, 3m espe was contacted by an allergist who is treating a pt who experienced a reaction following placement of a metal-fused-to-porcelain (pfm) crown. The cement used to place the crown is 3m espe relyx luting plus cement. According to the allergist, immediately (within minutes) following placement of the crown, the pt began to experience sneezing, burning of the nose and throat and shortness of breath. The allergist further stated that after the pt left the dental office, the symptoms progressed to include wheezing, swelling around the eyes and angioedema. The pt sought medical treatment with her physician which included injection of epinephrine and use of steroids. In follow-up with the dental office, it was confirmed that the placement of the crown took place a week prior, that this was the first time relyx luting plus cement had been used on the pt and that in addition to the pfm crown and 3m espe cement, lidocaine was used in the procedure. Lidocaine is reported to have been used previously on this pt with no report of adverse reaction. The dental office also reported to 3m espe that the pt sought her treatment in a hospital setting and that she was admitted overnight. As of this report, 3m espe has not been able to confirm the location where medical treatment was provided. Both the reporting allergist and dental office indicate that the pt has essentially recovered from this event; the allergist reports that the pt believes she may have some minor swelling around the eyes, but that it is difficult to ascertain since she has not seen this pt previously.

Manufacturer narrative:
During the assessment of biocompatibility prior to marketing, a component of relyx luting plus cement, potassium persulfate, was identified as having the potential to elicit an allergic respiratory response in those persons with a pre-existing allergic to sulfites. The product was deemed to be safe for its intended use and the risk of such a cross-reaction was mitigated by including precautionary info in both the instructions for use and material safety data sheet. While the pt in this case is not reported to have an existing allergy to sulfites, the allergist has been informed about this for consideration in the diagnostic process. Relyx luting plus cement has a favorable clinical use history since its introduction in 2004 without any other reports of reaction requiring medical intervention as was reported in this case.